Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the eye, the patient presented with increased blurry vision. Patient had about 3+ cell but no hypopyon. Topical steroids were increased and on the next day, the ac cell was slightly improved but vision was decreased with vitreous haze. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). Intravitreal antibiotic injection were given. The patient is doing well and the vitreous haze resolved. Visual acuity correctable to 20/20.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.